Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The nurse described priming the IV set, closing the roller clamp after priming then installing the IV set into the alaris pump module. While installing the set, the safety clamp was in the open position followed by closing the pump module door. The infusion was not programmed and the tubing was not connected to the patient. After the door was closed the pump module alarmed for check IV set; the user opened the roller clamp and then went to gather more supplies. The patient¿s family noticed a puddle of fluid on the floor. The nurse removed the tubing from the pump module, reinstalled the IV set and observed free flow. Two additional alaris pump modules were obtained and the same IV set was loading process was performed with the same free flow results .the fourth alaris pump module did not result in free flow when the IV set was installed and that device was eventually programmed and used.